Event description:
It was reported that the insulation on the cannula peeled off during the procedure at l4 pedicle. No pt complications were reported.

Manufacturer narrative:
Device was returned to the MFR for eval. Visual exam confirmed the peeling.